Event description:
The facility originally reported a colleague infusion pump with failure code 812:05, occurring during biomed testing. However, upon reviewing the pump's event history, a baxter service technician discovered that failure code 812:05 was a cascade failure of failure code 38:309:975:0002. Furthermore, baxter quality engineering discovered that failure code 38:309:975:0002 had occurred during and interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of failure code 38:309:975:0001 was found and confirmed in the pump's event history by a baxter service technician. This condition is a software failure and was caused when the pump's operator attempted to operate the device while it was still in a failure mode for preceding failure code 810:04. The reported condition could not be reproduced; therefore, no repair was necessary.